Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "I am writing to inquire about the blue top sodium citrate vacutainers we currently have in stock at our hospital. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues."